Event description:
False positive advia centaur toxoplasma g results were obtained on two different pt samples on different dates. The customer performed testing and repeat testing with two different reagent lots on two different pt sample draws and the results were positive for both pts. Both pt samples were tested on a different method (vidas) and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.

Manufacturer narrative:
Add'l lot number: 160. The cause for the false positive advia centaur toxoplasma g result is unk. Further investigation will be conducted by siemens healthcare diagnostics.